Manufacturer narrative:
Updated data: b4,g3,g6,h2,h10,h11. Corrected data: e1(name & email), e2,e3,e4. Aware date changed to : 08/31/2023.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) unit damaged with saline. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Updated field: h6 (type of investigation, investigation finding, component codes, investigation conclusion). The fse that encountered the issue identified an internal communication error when initially testing the unit with a trainer and catheter. Codes 111, 116, and 78 were identified in the logs. Saline was getting through the grill over the battery bays, around the batteries, and down the power slot pcb. The fse thoroughly cleaned out the crystallized saline through the fluid ingress path. The fse cleaned saline from under the power slot board and replaced the power slot pcb. The unit was calibrated. The unit passed all functional and safety tests per factory specifications. The iabp was returned to the customer and cleared for clinical use. The failure analysis and testing dept. Received part number: 0997-00-1189 rev. C, serial number: (B)(6) with a reported unit failure of saline damage. The fat performed a visual inspection and found the part to have white residue that is consistent with saline. Fat verified the reported issue. Retaining the part in the failure analysis and testing department per procedure number: 0002-07-d008 rev. Aq. Per CAPA#: 273003, the root cause is a design issue related to a lack of spillage protection on the cardiosave unit. The non-conformance's with the returned components were not confirmed. However, the root cause or the most probable root cause is impossible to define.